Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 200 units, and the insulin gauge initially displayed an accurate fill estimate of over 60 units. Then, the insulin gauge re-adjusted to 105 units and remained static for a few days. At the time of the reported event, the customer reported that the insulin gauge displayed an accurate fill estimate of 75 units. There was no impact to the customer's blood glucose level.